Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer heard a crackling noise while filling his cartridge. There was no reported impact to customer's blood glucose level. Reportedly, a cartridge change was performed to resolve the issue and insulin delivery was resumed.